Event description:
Baxter (B)(4) received a report that the product leaked in the overpouch before use. There was no patient injury or reaction reported. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. Should additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.